Event description:
It was reported that the patient was symptomatic with single chamber pacing. The device reached elective replacement indicator due to high battery impedance. The device was programmed and remains in use until the change out. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high battery impedance leading to elective replacement indicator (eri). Eri due to high battery impedance logged on (B)(6) 2011 prior to explant. (B)(4) version 8 installed estimated (B)(6) 2011.